Event description:
It was reported that during a thyroidectomy procedure, the gen11 was displaying an error message following continued activation. The error message cannot be recalled by any theatre staff. A new hp blue was sourced and the case continued without incident. Surgery was prolonged five minutes. There were no adverse consequences for the patient. One device will be returning.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.